Manufacturer narrative:
Device evaluated by manufacturer: a 2.50 x 30 mm agent device was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon; however, it was observed that a leak was occurring. A shaft tear was identified during microscopic examination in the polymer extrusions outer lumen just distal to the port exchange. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that failure to inflate. The patient presented with coronary artery disease (cad). A 2.50 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was delivered but failed to inflate; even after removing it from the body, it remained non-inflated. The procedure was successfully completed using another device, with no patient complications and the patient full recovered. However, the return device analysis revealed a shaft tear in the polymer extrusion and leak occurred.